Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the u.s. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: 6944 lead: the distal conductor was fractured, the defibrillation conductor was fractured, the proximal conductor was fractured, the defibrillation coil was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the outer overlay tubing and on the exposed defibrillation coil, and the lead was stretched; distal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.